Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, smoker, periodontal disease, diseased mucous membrane. Poor bone, torqued implant to 25ncm, abutment went to deliver, implant was mobile.